Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt is unable to feel stimulation in his shoulder, elbow, forearm, palm of hand and finger. X-rays showed slight lateral migration of lead from the original placement. Pt also experiences a contraction or pulsing of the arm on programs that previously provided coverage. The pt has been referred to a neurosurgeon and an orthopedic physician for a possible revision. Surgical intervention is pending.